Event description:
It was reported that portex® blue line ultra® suctionaid tracheostomy tube was "loose" because the cannula broke off from its attachments to the flanges. The flanges were tied around the patient's neck, but the tracheostomy cannula was not secured. Since the patient had "extremely difficult anatomy", the patient was taken to the operating room to change to another device. The device had been in use for eleven months. No permanent injury was reported.